Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and lead were explanted and returned for an unknown reason. No adverse patient effects were reported.